Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the pt was an ami case. The target lesion was the rca with no tortuosity, no calcification and had 90% stenosis. The lesion was pre-dilated with another company's balloon. The 2.25 x 12 mm mini vision stent delivery system was advanced and during the sds inflation, the balloon ruptured at 6 atm. Thus, the mini vision stent was post-dilated with other company's balloon catheter. There were no reported pt effects. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Reportedly, the lesion was 90% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices and/or the pt anatomy, such that the balloon ruptured upon inflation during the procedure. It was also noted that this was an ami case; however, it is unk how the use of the sds in an ami pt may have contributed to the reported rupture. The IFU states that there is a possibility of stent in-sufficient deployment or the occurrence of complications with use of the sds in pts who have experienced a recent (less than 1 week) ami. Overall, a definitive cause for the reported balloon rupture cannot be determined.